Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) he actual device was not received for evaluation. We did receive performance data collected from the device and analysis reveals a diagnostic problem.

Event description:
It was reported that the patient was seen to check the device following radiation therapy threatment to the right chest. During the check, it was noted that three patient activations were listed as invalid and no data was stored. The patient used the activator to successfully record an event during the visit. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.